Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was not reproduced. A dried substance was present inside the door of pump that was able to be cleaned up. The unit was able to power on, load a set, and run an infusion without discrepancies. The door was able to latch close. A review of the event history log revealed multiple occurrences of a "door not fully latched" alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a close door alarm during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.